Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. [(B)(4)].

Event description:
The literature article entitled ¿the effect of sagittal and coronal balance on patient-reported outcomes following mobile bearing total ankle replacement¿ written by sarah johnson-lynn et al., published in the journal of foot and ankle surgery, in 2018; was reviewed. The purpose of the article was to determine the relative importance of the pre- and post-tar coronal and sagittal balance on proms in the (B)(6) population, and to determine whether the cause of ankle arthritis is associated with the degree of pre- or postoperative deformity. Depuy products used: the mobility total ankle system which includes a cobalt-chrome tibial component, a uhmwpe bearing insert and a cobalt-chrome talar component. The study was based on 101 tar¿s in 99 patients who participated in the minimum two-year follow-up. The study used radiographic assessment and statistical analysis. There were different groups for analysis ¿ an osteoarthritis group, a posttraumatic arthritis group and a rheumatoid arthritis group. They took different measurements pre and postoperatively which were the anterior distal tibial angle (adta); medial distal tibial angle (mtda); and the tibiotalar ratio (ttr). There were three revision surgeries during the follow-up period, although no further information was given regarding why. There were no significant differences between the groups. In conclusion, there were more patients with varus malalignment in the ptoa and oa groups and more valgus malalignment in the ra group, there was no significant difference in preoperative coronal and sagittal plane deformity between patients with ra, ptoa and oa. Moreover, there was no statistically significant correlation between preoperative deformity and postoperative function, as measured by the aofas hindfoot-ankle score. Faos. Or sf-36 scores. Furthermore, postoperative sagittal plane alignment did not correlate significantly with postoperative function, as measured by the aofas hindfoot ankle score, faos, or sf-36 scores. Finally, coronal plane alignment, as measured by the mdta, was significantly correlated with the postoperative aofas hindfoot-ankle score and the function subscale of the faos score. The faos still reported stiffness and pain in all groups. It was also noted that due to the short follow-up period, it cannot be determined if the influence of alignment impacts failure.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.